Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open and had sparked and burned a drug that was trapped in between the drawers. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 5.1 and 5.2 were not detected on the communication bus. There was no visible signs of a thermal event. A field service engineer diagnosed a bad pyxibus controller and replaced the controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 28apr2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawer failed to open and had sparked was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: found drawers 5.1 and 5.2 not detected on bus. Diagnosed bad pyxibus module controller; replaced part. Ran complete diagnostics on the station; no problems found. Visual inspection of the received pyxibus module controller observed no obvious issue; however, electrical measurement of the board noted a component to be shorted. There was no evidence of thermal damage or a thermal event although the customer alleged a spark and burn. A shorted board component is one of the symptoms of the issue of a station drawer failing to open no further testing was deemed necessary on the received part. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer failed to open and had spark and burned a drug that was trapped in between the drawers. Customer stated that there was a delay in the dispensing of medication. Upon device part investigation, it was determined there was no visual issue observed on the received controller board. There were no adverse events or injuries reported based on this event.